Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing attached to a syringe was noted to have a cracked at the hub and leaking fluid onto the patients' bed.

Manufacturer narrative:
Correction: disregard previous submissions. The suspect device is not sold in the us. The product has been sent to international bd customer advocacy for complaint handling.

Manufacturer narrative:
Concomitant medical products: central line/peripheral IV catheter. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was attached to a syringe noted a cracked at the hub leaking fluid onto the patients' bed. It was reported that the set was connected to a central line or a peripheral IV catheter and the set in use for less than 96 hrs. There was no report of patient harm.